Manufacturer narrative:
Concomitant products: a2dr01 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that the patient experienced asystole and syncope. It was noted the right ventricular (rv) lead exhibited diminished r-waves, intermittent non capture at high output and unstable thresholds. The lead was capped and replaced. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.